Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting it was discovered that the customer was not completing the air removal step of the filling process. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.